Event description:
It was reported that the device has a broken tip which produces straight shots.

Manufacturer narrative:
There has been no product returned for evaluation. Therefore, no conclusion can be drawn.